Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: all soft tissue operations - breasts and tummy. All got prophylactic and post op antibiotics.

Event description:
It was reported that patient underwent an unknown procedure on unknown date and suture was used. Following the procedure, the patient experienced allergic reaction. It is unknown how long after the procedure this occurred. The patient was treated with antibiotics and removal of suture. Treatment included steroid prednisone due to reaction of allergic nature. The patient healed after about 3 to 4 weeks with perfect wound closure. Additional information was requested.